Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit shuts off while on patient. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
MFR received date: 01sep2019. The field service engineer (fse) was not able to duplicate the reported problem. The fse troubleshoot and going by the service manual, the likely failure was the power supply. The power supply was replaced to resolve the reported issue and fse ran the preventive action test and unit passed. A third generation power supply was return for analysis. An investigation was performed and the third generation power supply was tested and no failures were identified. There were no odors detected while troubleshooting this power supply. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.